Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration was weak during the phacoemulsification phase of a cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm. The sample was discarded. No additional information is expected.

Manufacturer narrative:
A review of the device history record indicated the order was built to specification. A sample was not been returned, therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined. (B)(4).